Event description:
It was reported the single use ligating device's ligation loop could not be released after being tightened. This occurred during a colonoscopy hemostasis procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.